Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an unknown spinal procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that the second osteo-introducer could not be set up. When the stylet was inserted into the cannula, it got stuck in the middle and could not be advanced to the end. Upon looking inside the cannula, there was something resembling a burr, so the product was replaced with a new one. There was a delay of less than 60 mins. The procedure followed the procedure instruction. The osteo introducer originally set was used, but the reported product was not used. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # kpt1502, lot # 227492618 visual and optical inspection confirmed a small blockage in the inner cannula of the osteo introducer. Optical inspection confirmed blockage appears to be from the plastic used to mold/make the handle. The plastic appears to have dripped in the shaft of the introducer during the molding process. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.